Event description:
On (B)(6) 2021 I went to (B)(6) for a 3:30 pm pelvic and abdomen MRI (1.5 tesla, brand: united imaging). My MRI was completed with my face mask on and with a metal nose piece. (B)(6), the paramedic, tried to inject the contrast dye but after blowing all my veins, I had a MRI without contrast. After getting home, I felt suddenly very hot, from the inside out and took a shower. I had sudden feelings of tingling and burning sensation in my hands, arms, legs, feet. The soles of my feet weren't able to control temperature, went from hot to cold, clammy, sweaty. My eyes were very sensitive to light and I ended up turning off all the indoor lights. The sudden changes and ill feeling was very scary. The next morning I felt severe weakness in my legs and ankles, it was difficult to stand. 5 days later, (B)(6), I had acne, inflammation on my cheeks and my face underneath the mask, cheeks, lips and surrounding areas, had become sensitive to sunlight, red, inflamed and felt sunburnt after spending time in the car and wearing a mask indoors. Regarding the FDA warning not to use face masks that have metal nose pieces, no one had told me. I'm not sure if (B)(6) or (B)(6), the tech was obligated to warn me of this issue. I called (B)(6) medical board but did not get an answer nor did I find anything in their bylaws. I did not get a chance to speak with (B)(6), however the manager, (B)(6), told me they've never had this issue in the last year in their 16 locations (their website shows 10) and so that is why they do not warn anyone about the metal piece in the mask. As for my legs, on the day of the MRI, my polyester pants had paint splotches on the bottom. I brought this issue up to (B)(6), the tech, at the time of the MRI, but he insisted I'd be fine and to wear my street clothes. I asked about it again after the pelvic MRI and before the abdomen MRI, wanting to change my pants, but he said no. He also didn't want me to use the bathroom in between the sessions. I'm not sure if (B)(6) was intent on saving time or it was something else. When I asked (B)(6), the manager, she did not understand why he didn't just offer me a paper gown. During the MRI I was covered in a light sheet. The wall paint splotches have some heavy metals. The sheet might have spread the heat more over. The bed felt pretty warm from the beginning and even more at the end. For the abdomen coil, my hands were placed to the side. I'm not sure if it would've helped if they were above my head instead. I asked (B)(6) the manager and united imaging, the equipment company, about arm placement and neither got back to me. Thirdly, during the abdomen MRI, my feet were placed over a triangular cushion. The parts of my legs that feel most inflamed are the parts over the cushion and closest to the top of the MRI. The clinic was not very good at conveying information. I tried to have a MRI at the same place a week before but was unable to because they told me I was too dehydrated for the contrast. Nobody told me about the hydration. When I asked (B)(6), the manager, about this she said they don't convey information because patients have different types of imaging, so it's different for everyone. It doesn't seem like a good enough reason to not convey information. They also previously scheduled me for thursday pelvic and friday abdomen with contrast. This seems to be a scheduling error because it would require me to be injected with contrast dye twice, two days in a row. When I asked about antibiotics, I was recommended to refrain from all medication for one week before the MRI. Then another person told me that isn't true, I can take whatever medication I want. I had to wait 40 minutes to schedule the appointment. If time is an issue in providing information, I wish they could direct people to a website to be warned of things. Two weeks after the MRI I still have the neuropathy, and can't go out in the sun. I wish there was more information on what to expect. United imaging. FDA safety report ID# (B)(4).